Event description:
The handheld barcode scanner on the ortho summit sample handling system instrument reportedly did not scan the barcode on a sample tube correctly. The interpretation of the scan was missing the first two digits which in a similar misread could be a real sample tube identification number. No death or serious injury was associated with this incident.